Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced and adjusted the settings of the aspiration needles (sample probe, reagent probe 1 and reagent probe 2). The cse cleaned the windows of optical system and air filters and adjusted the cuvette's lifting mechanism. The cse ran calibration of the photometer and performed mili amplifier unit offset system decontamination (water and heterogeneous module) with the use of selective microclean. The cse rinsed the system and ran quality control, which was acceptable. A comparison study was performed using patient samples on dimension exl 200 instrument vs. The alternate platform and the results were matching. A siemens headquarters support center specialist reviewed the event data and recommended the customer to perform the required maintenance when necessary to prevent the reoccurrence of the event. The cause of the discordant, falsely low tacrolimus results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low tacrolimus results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the alternate platform, resulting higher. The correct results obtained on the alternate platform were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low tacrolimus result.

Manufacturer narrative:
The initial MDR was filed on 13-jul-2018. Corrected information (23-jul-2018): section g4 of the initial MDR indicates "date received by manufacturer" as 25-jun-2018. The correct date is 11-jun-2018. Section g4 cannot be updated with the correct information as it is currently being used for this report.